Manufacturer narrative:
The reported events were operation issue, damaged helix, lead damaged, unacceptable threshold and under sensing. As received, a complete lead was returned in one piece. The reported event of damaged helix and lead damaged were confirmed visual inspection of the lead found that the outer insulation was broken/separated from the ring electrode and helix was stretched consistent with procedural damage. The cause of the reported events of damaged helix and lead damaged was isolated to procedural damage. The reported events of unacceptable threshold and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation at the distal region consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was used to attempt left bundle branch pacing and was later repositioned due to inadequate capture and low sensing. The physician was unable to remove the lead from the patient as it was stuck. The lead was eventually removed with the assistance of another physician. It was also observed that the lead and the lead helix were damaged, as it appeared that the was extended from the lead body. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been: "it was reported that the patient presented for an implant procedure. During the pacing system analyzer (psa) testing at implant, it was noted that the right ventricular lead was used to attempt left bundle branch pacing and was later repositioned due to inadequate capture and under-sensing caused by low sensing. The physician was unable to remove the lead from the patient as it was stuck. The lead was eventually removed with the assistance of another physician. It was also observed that the lead and the lead helix were damaged, as it appeared that the helix was extended from the lead body. The lead was not used and replaced during the procedure. There were no patient consequences." Rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was used to attempt left bundle branch pacing and was later repositioned due to inadequate capture and low sensing. The physician was unable to remove the lead from the patient as it was stuck. The lead was eventually removed with the assistance of another physician. It was also observed that the lead and the lead helix were damaged, as it appeared that the was extended from the lead body. The lead was not used and replaced during the procedure. There were no patient consequences." Correction: section h6 - the correct medical device problem code should have been "under-sensing" rather than " device sensing problem".

Event description:
It was reported that the patient presented for an implant procedure. During the pacing system analyzer (psa) testing at implant, it was noted that the right ventricular lead was used to attempt left bundle branch pacing and was later repositioned due to inadequate capture and under-sensing caused by low sensing. The physician was unable to remove the lead from the patient as it was stuck. The lead was eventually removed with the assistance of another physician. It was also observed that the lead and the lead helix were damaged, as it appeared that the helix was extended from the lead body. The lead was not used and replaced during the procedure. There were no patient consequences.